Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary : bd received two photos and 100 samples for investigation. Evaluation of the photos indicated poor gel barrier separation, fibrin, and red cell hang up. The 100 returned samples were visually examined, and no gel defects or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of february 2025. Therefore, factors that may contribute to poor barrier separation, fibrin, and red cell ring were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and bd was unable to determine any external contributor to this reported issue. This complaint has been confirmed for the indicated failure modes: poor gel barrier separation, fibrin, and red cell hang up. Corrective and preventive action has been opened to address the sample quality issues. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed the blood would sticks to the walls and presented with a small pellet of blood after re-centrifuged on unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed the blood would sticks to the walls and presented with a small pellet of blood after re-centrifuged on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.